Manufacturer narrative:
Unit passed active current measurement, displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump did not pass the sleep current measurement test due to high currents. No prime/fill anomaly noted during testing. No failed battery test noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Swapped out pcba 2 with a test pcba 2 and passed the sleep current measurement test. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and it passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and label damage (serial number label stained). Failed battery test was not confirmed. Rewind anomaly was not confirmed. Prime/fill anomaly was not confirmed. Backlight anomaly was not confirmed. Unexpected battery power loss was confirmed, problem was isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test, rewind anomaly, prime/fill anomaly, back light anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed.customer reported receiving a battery failed alarm.customer reported a backlight anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.